Manufacturer narrative:
B3: date of event: the event date was not reported and has been estimated based on the date of awareness. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Of note, bsc was made aware of 8 events from the same anonymous physician survey. The corresponding bsc complaint ID's are as follows: (B)(4).

Event description:
It was reported that the patient experienced a stroke during the procedure. The patient presented for a transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. The patient experienced a stroke of unknown etiology during the procedure. No further information was provided despite request by boston scientific (bsc).